Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported repeated ¿unable to proceed¿ alerts during supply change and was unable to complete the fill tubing sequence despite troubleshooting and use of new supplies. A replacement ilet was arranged, and the user switched to backup therapy until the replacement arrived. No blood glucose impact or symptoms were reported.